Event description:
Boston scientific received information that the patient implanted with this device system suffered an infection. A revision procedure was performed and the device system was explanted. This device was connected to a right ventricular (rv) lead and placed externally until the infection cleared. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that shortly after the revision procedure, this device was fully explanted and removed from service as a temporary pacemaker. A new system was implanted at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was fully removed from service and explanted. No further information is available. This report will be updated if more information becomes available.